Manufacturer narrative:
(B)(4).

Event description:
It was reported "when attempting to separate the infusion end and infusion sleeve of the triple-lumen catheter, the tubing broke, making the tubing unusable. Additionally, the tubing's seal needs to be reinforced to prevent blood loss from the patient through the broken tubing." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "when attempting to separate the infusion end and infusion sleeve of the triple-lumen catheter, the tubing broke, making the tubing unusable. Additionally, the tubing's seal needs to be reinforced to prevent blood loss from the patient through the broken tubing." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The customer also returned one, 3-lumen catheter for analysis. Signs of use in the form of biological material were observed on and within the catheter. Visual analysis revealed the distal extension line was separated/cut towards the luer hub. Microscopic analysis confirmed the damage, and the edges of the cut appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel , etc.). The cut in the extension line measured 49 mm from the juncture hub. The extension line outer diameter measured 1.70 mm, which is within the specification limits of 1.68-1.78 mm per extension line extrusion product drawing. The extension line inner diameter measured 1.22 mm, which is within the specification limits of 1.14-1.24 mm per extension line extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed the extension line was cut towards the luer hub. The edges of the cut were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.